Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a cracked battery compartment. The event history log showed a very high density of back-to-back ¿info alarm: cassette locked¿ and ¿info alarm: cassette unlocked¿ messaged, which indicated a faulty latch/lock sensor. Functional testing was unable to replicate the reported issue. The most probably root cause was determined to be a faulty latch/lock sensor. The latch/lock sensor was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette lock was defective. There was unknown patient involvement and unknown patient harm.